Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with an intermittent (false) air in line alarm on pump one was confirmed by service. This condition was caused by an out of calibration air-in-line (ail) sensor. The air sensor assembly was replaced and calibrated to fix the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter discontinued service and ceased all design related support on flo-gard 2m8063 (6201) and 2m8064 (6301) in the u.s. Region as of december 31st, 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.

Manufacturer narrative:
The device has been received for evaluation, upon completion of baxter's investigation, a follow up medwatch will be submitted. (B)(4).

Event description:
A baxter field service technician reported finding a flo-gard infusion pump with an intermittent (false) air in line alarm on pump one. This event occurred during testing at the facilities site. There was no patient involvement, injury or medical intervention related to this device. No additional information is available.